Manufacturer narrative:
(B)(4). Incorrect preparation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that voyager nc, coronary dilatation catheter instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It also states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, 90% stenosed/narrow mid circumflex. After successful deployment of an unknown stent, the 3.0x12 mm voyager nc balloon would not expand fully and ruptured at 16 atmospheres. The balloon was not soaked prior to use and was prepped inside the patient. A new voyager nc was used to complete the case and the procedure was successful. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.